Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump was alarming and beeping after it got slammed by a car door. Customer reported that the insulin pump had a blank display that was resolved by battery change and insulin pump rest. Customer stated that the insulin pump was still alarming. The insulin pump had a keypad anomaly and unable to troubleshoot due to display was frozen and would not change from the mdt screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received stuck in constant flashing medtronic logo with audio beeps, problem isolated to electrical board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to constant flashing medtronic logo. Unable to verify blank display anomalies due to constant flashing medtronic logo. Unable to verify keypad unresponsive/button error alarms due to flashing medtronic logo. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay, cracked select button on keypad overlay, stained serial number label, peeling end cap address label and corrosion on battery tube.